Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device registration into merlin.net one hour after the surgery, error message popped up as "can not complete the operation" when bluetooth number was entered. Pairing process ended up in failure. Several attempts were made after app was uninstalled then installed again on the same day and following day, however the issue persisted. The cause of issue was not determined. Physician will continue to monitor the device. Patient was stable.